Event description:
It was reported that (1) device was used during a lobectomy procedure. It was reported that 2-3 staples at the end of the staple line would not staple the pulmonary vessel. The surgeon hand sutured to compelte the case. There was no consequence to pt.